Manufacturer narrative:
Citation: siemieniuk r et al. Transcatheter versus surgical aortic valve replacement in patients with severe aortic stenosis at low and intermediate risk: systematic review and meta-analysis. Bmj 2016; 354: i5130. Http://dx.doi.org/10.1136/bmj.i5130. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information via literature regarding transcatheter versus surgical aortic valve replacement in patients with severe aortic stenosis. All data were part of a meta-analysis of four articles published between january 2012 and may 2016. The aggregated study population included 3179 patients (predominantly male; mean age 80 years), 1075 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients, 319 deaths occurred. None of the deaths were directly attributed to medtronic products. Among all patients adverse events included: bleeding, atrial fibrillation, permanent pacemaker implantation, acute kidney injury, ao rtic valve reintervention, and stroke. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.